Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 20. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding, abscess and fistula. No further patient complications were reported.